Event description:
It was reported that a smiths medical cadd®-solis ambulatory infusion pump infused an unordered pca dose (17 mls within 30 minutes) through a patient's epidural. Subsequently, the patient became nauseated and the blood pressure dropped. The physician was notified and the pump was removed from operation. No intervention was required and the patient recovered with no further adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection of the device found the device in good condition. Functional testing involved delivery accuracy testing and review of the event history log and found that the device was within manufacturing specifications. Based on the evidence, a root cause was unable to be determined. No fault was found with the device.

Event description:
It was additionally reported that the patient was treated for low blood pressure and nausea. The outcome of the event was reported to be resolved.